Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The subject device is under evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented. The instruction of the subject device warns; ¿for use with olympus ltf-vh, select a trocar that allows smooth insertion and withdrawal of the endoscope (or the endoscope with a lens cleaning sheath attached). Not selecting such a trocar may cause damage to the endoscope and/or the lens cleaning sheath, resulting in the damage to an organ, and/or the detachment of a part of the sheath or the endoscope.¿ ¿confirm that the trocar end does not have a burr that could cause damage to the bending section cover of the endoscope and/or the tube of the lens cleaning sheath. Use of such a trocar may lead to the distal tip of the lens cleaning sheath falling off.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified endoscopic surgery, the facility could not withdraw the subject device from a non-olympus trocar which had a dissection balloon at the distal end. The facility reported that they had to forcibly withdraw the subject device from the trocar since the balloon could not be deflated. During withdrawing, the bending section rubber of the subject device reportedly torn. The fragments of the bending section fell off within the balloon and were retrieved from the patient with the trocar. There was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed the damage of the bending section rubber, the break in the inner filament of the bending section and crack of the adhesive glue at the bending section. The outer diameter of the adhesive glue, which was maximum outer diameter part of the insertion portion, was within its specification. The exact cause of the reported event was not conclusively determined. However, based on the past similar cases, the excessive stress from the combined trocar during the procedure possibly caused the damage of the bending section. The operation manual has already warned; ¿never angulate the bending section if it is inside a trocar tube. The bending section may be damaged.¿ ¿when moving and/or rotating the insertion tube that locks the bending section, confirm the insertion length. If the bending section contacts at the edge of the trocar tube, damaged to the bending section may result.